Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required in searching the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information; however, polyethylene wear of a knee device after approximately twenty years implantation should not be unexpected. Based on the performed investigation, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address poly wear.